Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during a procedure (type unknown) in 2009. According to the complainant, the second band could not be deployed. An unusual sound was heard, not the typical "click." Also, the physician felt that the wire was "too stretched" and felt uncomfortable with further use. A second speedband superview super 7 multiple band ligator was used to complete the procedure. The outcome of the patient is unknown, however, no complications were reported. The anatomical location, and indication of the procedure, could not be determined from the event description. Several attempts have been made to acquire additional information regarding procedure type and location. These attempts were unsuccessful.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the batch history and of the complaint database for similar complaints will be completed. If there is any further relevant information from these reviews, a supplemental medwatch will be filed.